Event description:
Pt received a 3.5 mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox cx during index procedure. Stent implant was successful, however, it was reported that approx 1 month post stent implant the pt presented with symptoms. Cardiac arrest occurred and the pt died. It was reported that the cause of death was septic shock, cardiogenic shock and pneumonia. Investigator reported that the event was possibly related to the study stent and unrelated to the procedure.

Manufacturer narrative:
(B)(4). Results: (death).